Manufacturer narrative:
The product was received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the (B)(4) standard knob assembly of the a2079 mayfield infinity xr2 skull clamp needed repair. Additional information was received on (B)(6) 2018 and (B)(6) 2018 that the unit had a broken knob. The device was not in contact with the patient. No surgery delay was reported.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. Unit received with the stem broke noff of the knob. A DHR review cannot be performed at-this-time as the lot number was not provided. Failure analysis confirmed complaint event. Root cause is unknown, however the most likely root cause of complaint event is: user applied torque to knob in excess of material strength of screw thread or combination of user torque and clamp support load exceeding screw thread strength.the knob is plastic. Plastic is commonly known to not behave like metal. Testing has shown that existing knob will break if too much torque or lateral force is applied. To prevent reoccurrence integra pd has implemented alternate radiolucent materials for knob to increase durability.

Event description:
N/a